Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n305168, implanted: (B)(6) 2011, product type: accessory. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient was following-up for reprogramming to obtain better low back, hip, and buttock coverage. An impedance check was performed which showed that contact one and four were over 10,000. The patient was reprogrammed around the short circuit to provided balanced coverage, but it wasn't perfect. The issue was not resolved at the time. Relevant medical history includes chronic low back pain. Lumbar radiculopathy, and spinal pain.